Manufacturer narrative:
Additional information: based upon new information it has been discovered that this is a duplicate report of mw# 2210968-2014-07170. All information for this event will reside in mw# 2210968-2014-07170. This mw# 2210968-2014-07166 will be voided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While closing the skin, the suture broke. A like device was used to complete the case. There were no adverse patient consequences.